Event description:
It was reported that the patient sustained a rcl (radial collateral ligament) injury to her right dominant thumb three years ago while playing handball. Pain and deformity prior to surgery. About 2.5 years ago, a palmaris graft and two tenodesis screws were inserted in an initial surgery. Patient was completely asymptomatic until 7 months ago when she felt increasing pain during use and worsening during garden work. A radiographic cyst formation led to revision surgery and pre-operatively were observed a loosening of screw and a big cyst with fiberwire material. Histologically, some foreign body reaction.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Bio-absorbable implants are designed with material qualities required to maintain necessary properties throughout the healing process under normal patient conditions. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.